Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneously elevated o'leary method total bilirubin (tbil) results generated by au2700 chemistry analyzer. The results were reported out of the laboratory and were questioned by a physician. All the samples with elevated tbil results (> 30 umol/l) for that day from the analyzer were rerun on an alternate analyzer. Most of the rerun results were lower and were within the normal reference range. No patient injury or change to treatment was reported.

Manufacturer narrative:
Samples within the reference range show elevated tbil results while samples with elevated tbil concentrations appear unaffected. Service was dispatched and a faulty valve was replaced.